Event description:
It was reported that the part got stuck in the applicator knob, got lost during sterilization. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records has been requested. The visual investigation of the returned instrument revealed that the button inside the applicator shaft was actually broken off in the back. It is possible that excessive mechanical stress eventually led to the breaking of the button. The investigation determined this complaint to be indeterminate.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. It was reported that the part got stuck in the applicator knob, got lost during sterilization. Manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Event description:
Knob of applicator shaft broke off during insertion. This is 1 of 1 report for this complaint (B)(4).